Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not dispense insulin. Customer indicated that their blood glucose is a little higher than normal at 162 mg/dl and that a no delivery alarm was received. Customer's blood glucose was 150 mg/dl unknown at the time of incident. Troubleshooting found that the drive support cap is sticking out of the device. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.